Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) displayed an error code, and that the clinician removed the battery for about ten seconds, rebooted the epg, clearing the error. The epg was restored to service. No patient complications have been reported as a result of this event.